Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Reportedly, the customer wasn¿t feeling well and was confused. Reportedly, the customer received assistance from daughter who helped provide carbohydrates and glucose gel to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy and has manual insulin therapy if needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.